Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.

Event description:
This event is being reported as part of "a retrospective, (B)(4) study evaluating the outcomes for integra skin sheet bilayer or single layer products used in complex lower extremity soft tissue reconstruction." It was reported subject received integra, with irrigation and debridement on (B)(6) 2012. The subject's wound, which was on the left dorsal foot, had a surgical, diabetic neuropathic ulcer etiology. The wound's approximate measurement was 17 cm length, 10 cm width. On (B)(6) 2012 irrigation and debridement with application of other bioengineered alternative tissue (unspecified) was performed. On (B)(6) 2012 the subject had an adverse event of an infection. This event was documented as moderate in severity and possibly related to the initial index treatment with integra. It was not considered a serious adverse event. The action taken was concomitant medications, two weeks of amoxicillin. This event was deemed resolved on (B)(6) 2012 during a follow-up visit. On (B)(6) 2013 irrigation and debridement with an application of a split thickness skin graft was performed. On (B)(6) 2013 the subject had an adverse event of an infection, and was readmitted. This event was deemed resolved on (B)(6) 2013 during a follow-up visit. Other alternative bioengineered tissues (oasis) applied on (B)(6) 2013, (B)(6) 2013, and (B)(6) 2013. Wound was not deemed healed on the last available follow-up visit on (B)(6) 2013. No additional follow-up visits available.